Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not vibrate while delivering a bolus. During troubleshooting with tandem technical support, no vibration or audible sound occurred during an induced alarm. Customer¿s blood glucose level was not impacted. Reportedly, the customer will continue to use the pump for insulin therapy.